Manufacturer narrative:
Section d4: serial number was not provided manufacturer's investigation conclusion: the report of low speed events was confirmed based on the information recorded in the provided log file. The log file contained events recorded from the time stamp of day 543, 6 hours and 56 minutes to day 547, 6 hours and 49 minutes when a power cable disconnect alarm was recorded followed by a power loss. After the power was restored the system operated for additional 18 days, 17 hours and 13 minutes. The data captured on day 17 and 23 hours revealed speed reductions below the low speed limit (2820-6870 rpm) when the system was powered by a power module. These events appeared to be related to compromised wires confirmed during the evaluation of the returned portion of the driveline. The system controller was not returned for evaluation and the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01419. It was reported that patient had pump alarms. The device showed low speed warnings on (B)(6) 2020 and (B)(6) 2020. Additional information stated that pump stopped due to the epc controller losing power in addition to the pump stops from potential issues with the percutaneous lead.